Event description:
It was reported that: "after the femoral and tibial components were cemented. The tibial was placed on the tray and when it was removed, the back side of the tibial trial scored the top side of the tibial tray."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.